Event description:
It was reported that this system exhibited a sudden increase in pacing impedance measurements over the past three days. The most recent measurement was 1742 ohms. Review of the stored data prior to six months ago, identified frequent measurements greater than 3000 ohms, followed by stable measurements at 1000 ohms to 1200 ohms. Further system evaluation may be required. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this system exhibited a sudden increase in right ventricular pacing impedance measurements over the past three days. The most recent measurement was 1742 ohms. Review of the stored data prior to six months ago, identified frequent measurements greater than 3000 ohms, followed by stable measurements at 1000 ohms to 1200 ohms. It was noted that the rv lead is manufactured by a competitor. Further system evaluation may be required. No adverse patient effects were reported.

Event description:
It was reported that this system exhibited a sudden increase in right ventricular pacing impedance measurements over the past three days. The most recent measurement was 1742 ohms. Review of the stored data prior to six months ago, identified frequent measurements greater than 3000 ohms, followed by stable measurements at 1000 ohms to 1200 ohms. It was noted that the rv lead is manufactured by a competitor. Further system evaluation may be required. No adverse patient effects were reported. Additional information was received that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead continued to exhibit variable and high out of range pacing impedance measurements greater than 2,000 ohms resulting in an alert in the remote home monitoring system. No noise was observed in stored episodes or able to be reproduced during in clinic evaluation. The physician plans to replace the rv lead on an unknown future date. No known procedures have been scheduled at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this system exhibited a sudden increase in right ventricular pacing impedance measurements over the past three days. The most recent measurement was 1742 ohms. Review of the stored data prior to six months ago, identified frequent measurements greater than 3000 ohms, followed by stable measurements at 1000 ohms to 1200 ohms. It was noted that the rv lead is manufactured by a competitor. Further system evaluation may be required. No adverse patient effects were reported. Additional information was received that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead continued to exhibit variable and high out of range pacing impedance measurements greater than 2,000 ohms resulting in an alert in the remote home monitoring system. No noise was observed in stored episodes or able to be reproduced during in clinic evaluation. The physician plans to replace the rv lead on an unknown future date. No known procedures have been scheduled at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that a boston scientific technical services consultant was contacted for further discussion of the ongoing clinical observations prior to a revision procedure. Review of the stored data confirmed stable thresholds, appropriate sensing and no noise was stored or observed on the presenting electrograms (egms). Evidence suggests a gradual rise in pacing impedance measurements consistent with calcification/mineralization of the lead tip/tissue interface. The inability to illicit noise/artefact along with other diagnostics remaining stable points to fretting as the possible cause of the pacing impedance exceeding 3000 ohms. The information was communicated to the physician who decided to replace the boston scientific device with a competitive device to overcome the fretting induced lead impedance variability and to maintain medical resonance imaging (MRI) conditionality with the chronic competitive lead. No additional adverse patient effects were reported.